Event description:
Guidewire for femoral interference screw broke with approx. 2 cm length retained in distal femur. Recognized at 1st follow-up visit with post-op x-rays. Guide wire was difficult to remove but appeared normal after removal.